Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure and after several attempts to position the active fixation right ventricular (rv) lead the patient experienced asystole and a drop in blood pressure. It was further reported that the patient experienced a perforation and pericardial effusion requiring urgent chest tube placement. Undersensing, high thresholds and lead impedance were observed in the multiple positions attempted and a suspected tissue and rv lead interface issue was reported. An attempt to implant the atrial lead was made, however the implanter was unable to quickly find an acceptable position. The active fixation rv lead was removed and replaced with a passive fixation lead. The atrial lead was explanted and replaced. The passive fixation rv lead was reported to have high thresholds and no capture in the unipolar configuration one day after the implant. The passive fixation rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.